Event description:
On this day I experienced my first of many migraines. Since then its been a constant battle with weight gain and swelling, tingling fingers, irregular heartbeat, hair loss, pain in my abdomen and lower back, unexplained bruising, dizziness and nausea, depression, extreme fatigue, loss of libido and painful intercourse that is usually followed by bleeding, rashes, abnormal bowel movements, and gas. (B)(4).